Event description:
Caller reported compact plus result of 485 mg/dl, professional result of 143 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.